Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (standby pulse check relay fault / (B)(4)) has been confirmed. As received, the belt receptacle was detached from the case. The cause of the standby pulse check relay fault flags and the (B)(4) is a disruption in communication between the monitor and the electrode belt. The cause of the disruption in communication is the detached belt receptacle. The root cause of the detached belt receptacle cannot be positively identified but is likely excessive force at the belt receptacle. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.

Event description:
Zoll customer support contacted an (B)(6) male pt to exchange his monitor. The pt's download revealed standby pulse test relay check fault flags and a corresponding service code 105 (belt disconnected or poor belt connection). The pt was issued a replacement monitor.